Event description:
It has been identified that this record, mrn 9617229-2025-03447, is a duplicate of mrn 9617229-2025-03552. Please see mrn 9617229-2025-03552 for reportable events.

Manufacturer narrative:
Clarification to h10 related report numbers: it has been identified that this record, mrn 9617229-2025-03447, is a duplicate of mrn 9617229-2025-03552. Please see mrn 9617229-2025-03552 for reportable events.

Event description:
Healthcare professional reported capsular contracture baker grade iii. Device remains implanted. This is for the left side.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.